Event description:
The customer reported that the transmitter no longer blinks when it's connected to the sensor. The customer also reported that she has not worn the sensor in a while due to being hospitalized for low blood glucose levels, with a reading of 24 mg/dl. The customer stated that she ate pizza, and may have given herself too much insulin. The customer now wants to start using the sensor to start monitoring her levels closely again. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2012-84691.